Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenanculum forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Fa noted pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. Fa attributed the root cause of the broken pitch cable to a component failure. A review of the logs was performed and the following was confirmed: system serial - (B)(4), event date - (B)(6) 2022, and procedure name - myomectomy. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the tenanculum forceps instrument had a wire sticking out at the tip. The procedure was completed using a back-up instrument with no reported injury. The tenanculum forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the customer confirmed the reported issue and explained the procedure was completed with no reported injury after swapping out the instruments.